Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/ 213) the overall 24 month product complaint trend data for the period (2019 through mar 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) tested the iabp unit with a test catheter and test trainer. However, the fse determined that the safety disk could not be replaced as the safety disk was not suitable for the device. As for the failed vacuum observed during testing, the fse removed the vacuum compressor to check the areas providing the vacuum. Thereafter, the iabp unit was re-tested and passed necessary tests. The fse reported that should the iabp unit repeat this same malfunction, the 2500 hour maintenance kit application is recommended. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed to create vacuum while performing necessary service tests. There was no patient involvement, and no adverse event reported.